Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. It was reported that the logs showed the user attempting to move the gantry while opening the door at the same time, which is not feasible on the imaging system. The reported actions resulted in the imaging system to stop functionality momentarily. It was noted that the door open button was not held for a sufficient amount of time to prompt the system to open the gantry door. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system was unable to complete motion when prompted by the user. The reported issue occurred following an image acquisition. It was reported that imaging system was restarted to open the gantry to move the system. It was noted that a low power message appeared on the pendant when the system was powered back on. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.